Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva system blood glucose results of 13.3 mmol/l, 9.3 mmol/l, 4.1 mmol/l, and 19.1 mmol/l within 10 minutes. Reported no adverse event. Customer refused to have monitor replaced, said will go to her clinic and get a new one. Products are not expected back.